Event description:
Liabot q, zimmerli a, fournier s, antiochos p, weerts v, salihu a, monney p, kirsch m, sellers sl, muller o, tzimas g, meier d. Sizing for tricuspid valve-in-valve procedures: the challenges of heavily degenerated bioprosthesis. Can j cardiol. 2025 oct;41(10):1919-1921. Doi: 10.1016/j.cjca.2025.07.004. Epub 2025 jul 11. Pmid: 40653312. As reported through literature publication, the patient was implanted with a 33mm non-edwards stent-less surgical bioprosthesis in the tricuspid position and presented with severe calcific degeneration of the leaflets and inflow pannus, leading to a notable reduction in the residual internal diameter. A valve-in-valve (viv) intervention was planned with a 26mm sapien 3 ultra (s3u) valve. During the intervention, pre-dilation was initially performed to optimize transcatheter heart valve (thv) sizing. The sapien valve was then implanted, and given apparent residual under-expansion, post-dilation was performed at 5atm. However, this resulted in severe thv regurgitation observed by echocardiography, likely due to leaflet injury of unclear origin. Consequently, a second 26mm s3u valve was implanted, yielding a final mean gradient of 4mmhg with no residual regurgitation. Despite ongoing anticoagulation with vitamin k antagonists, a 3-month follow-up echocardiogram revealed a mean trans-prosthetic gradient of 12mmhg, and computed tomography (CT) scan confirmed thv thrombosis along with under-expansion. The patient ultimately underwent successful reoperation. It was noted that when considering the systematic of the viv app and the index valve size, a 29mm thv would have appeared to be the most logical choice. However, the severity of degenerative patterns observed on CT suggested the use of a smaller valve combined with balloon sizing. Additionally, post-dilation resulted in a leaflet tear that might have been caused by calcification from the index valve protruding through the open cells of the thv frame and making contact with the leaflets during high pressure balloon inflation.

Manufacturer narrative:
The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. The investigation is ongoing.